Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a post-operation device evaluation. Device interrogation revealed that the right ventricular lead had loss of capture and increased sensing thresholds. The lead was explanted and replaced. Patient was stable post procedure.